Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a user error. The c-arm orbital movement became unavailable due to a broken timing belt. The returned c-arm and timing belt was examined in detail by the manufacturer. Simulation was performed in the factory to reenact the situation communicated. In this case, the break is located in the middle section of the belt. The belt consists of synthetic material (outside belt material: thermoplastic polyurethane) and steel fibers (inside belt material). For determination of the root cause the following information was collected: 1. Analysis of breakage: a) break caused by corrosion of steel fibers ·steel fiber corrosion caused by long-lasting interaction with aggressive liquids ·chlorine (cl) deposit at corroded steel fibers located (by energy-dispersive x-ray spectroscopy (edx-analysis)) b) outside belt material was affected by liquid interaction c) disruption of belt caused by forced fracture; no fatigue failure 2. Regulatory requirements / evidence: a) consideration of belt´s chemical resistance: · the material laboratory confirmed testing according iec 60601-1 (cl.11.6.6) passed without any noticeable problems, i.e. Suitability of belt type is approved b) the me system which includes a mechanical construction e.g. Rails and bearings is designed, built and tested according to iec 60601-1:2005 / iec 60601-1:2005+a1:2012 which contains the requirements to the mechanics (cl. 9.8) as well as spillage / ingress of water / cleaning and disinfection (cl.11.6). 3. Operator manual: a) the operator manual contains detailed information on cleaning and disinfection as well as the recommended agents which should be used and which products should not be used e.g. "All chlorine-releasing products". · chapter "user information" - subchapter "cleaning and disinfection": "caution: risk of electrical hazard or damage to the system - use of harsh cleaning agents, liquids or sprays." · use only substances for cleaning and disinfection, which are recommended. · do not let cleaning liquids seep into the openings of the system, e.g., air openings, gaps between covers. · observe the following cleaning and disinfection instructions. The investigation of returned part indicates clearly that the cleaning process performed at the customer site does not meet the specification and the guidelines documented in the instructions for use (IFU). The massive residues of substances found under the covers of the c-arms, the clear corrosion of metallic components of the c-arms as well as the steel braids of the failed belts combined with the detected chlorine ions in this area indicate the improper, recurring use of chlorine-containing cleaning and/or disinfecting agents in liquid form. A large amount flowed under the covers, having accumulated there in liquid form over long periods of time and led to the effects mentioned above of the discoloration of the outside material of the belt, the fading of the polyamide fabric and the corrosion of the steel strands (inside material of the belt). It was concluded that the present damage pattern would not have occurred if the system had been properly cleaned and/or disinfected in accordance with the operator manual without liquids entering the openings of the system. Therefore, the reported error is considered a user error. The damaged c-arm has been exchanged by the local service organization. The manufacturer is not considering further actions resulting from this event.

Manufacturer narrative:
Exemption number e2017017. Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred following use of the artis zee ceiling system. The user reported that c-arm orbital movements are noisy and the belt appears to be damaged. We are unaware of any impact to the state of health of any patient or user involved. Siemens has requested additional information in order to conduct an investigation of the reported event.